Manufacturer narrative:
This follow-up report is being submitted to relay product evaluation results. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp found that the central post had fractured off. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified a trend which was investigated. After investigation it was determined the event was likely due to bending/torsional loading on the device. The products have been modified to prevent fracture. Therefore, no further actions are necessary. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional cracked during trialing.